Event description:
The catheter has falled out of the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of revl0211 showed no other similar product complaint(s) from this lot number.